Event description:
The wife of a (B)(6) year old male patient called zoll customer support to report that the patient was receiving a service code 204. The patient was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (service code 204) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 204) was confirmed. Upon investigation, the monitor was unable to appropriately communicate with a battery and electrode belt. The cause for the failure was isolated to a defective u1003 programmable logic device on the monitor c/a board. The root cause for the defective u1003 component could not be positively identified. No adverse event resulted from the defective monitor and electrode belt. The patient rec'd a replacement monitor and electrode belt. Device manufacture date/device usage: monitor sn (B)(4); initial use of device electrode belt sn (B)(4) - 06/2011 - reuse.